Event description:
It was reported that the customer inadvertently entered carbs into the bolus field instead of blood glucose level (bg) and delivered a bolus. The customer consumed a pop tart as a precaution for low bgs. During troubleshooting with tandem technical support, the customer tested bg level (+300 mg/dl). Customer indicated that a bolus would be delivered to treat elevated bg level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.